Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left circumflex artery that was a chronic total occlusion. The xience alpine 3.0 x 23 mm stent delivery system (sds) was advanced to the lesion, but completely failed to deploy at 10 atmospheres. The sds, including the stent, was removed without issue and it was confirmed that the balloon did not expand. There was no adverse patient effect or clinically significant delay in procedure. Two additional unspecified stents were deployed to successfully complete the procedure. After deployment, the patient had same minor chest pain. No additional information was provided.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: the chest pain occurred after implantation of non-abbott stents. The patient was given intravenous morphine with relief. He had no further complaints of chest pain during his hospital stay. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure was not confirmed as the balloon inflated and the stent implant fully expanded. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported activation failure. Factors that may contribute to activation failure include but are not limited to contamination in the inflation lumen, patient anatomical morphology, patient disease state, inflation technique, contrast dilution, and inadequate connection to the inflation device. There is no indication of a product quality issue with respect to manufacture, design or labeling.